Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of non-physiologic noise. Boston scientific (bsc) technical services (ts) was consulted and discussed troubleshooting recommendations, including consideration of chest x-ray imaging. The bsc local field representative reported that noise was confirmed on the secondary sensing vector, and the device was subsequently programmed to the primary sensing vector. A chest x-ray was obtained; however, the imaging results were not available for review. Based on the available information, an electrode revision is anticipated. The boston scientific local field representative has been contacted for additional details regarding the event. No further information has been received to date. The device remains in service pending revision. No adverse patient effects were reported.